Event description:
There was an allegation of a questionable result from coaguchek inrange meter serial number (B)(4). The meter result was 3.4 inr. Within one hour, the patient was tested at a laboratory using innovin reagent and the result was 4.5 inr. On (B)(6) 2022, the meter result was 4.6 inr. Within one hour, the patient was tested at a laboratory using innovin reagent and the result was 3.2 inr. The clinical decisions were based on the laboratory results. The therapeutic range is 2.5-3.5 inr.

Manufacturer narrative:
The strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation was patient/consumer

Manufacturer narrative:
The returned test strips were measured on reference meters with a high-level control sample: test 1: 2.7 inr test 2: 2.7 inr test 3: 2.7 inr all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Medwatch fields d9 and h3 were updated.